Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they were having issues with their interstim device. They were encountering maximum settings reached message on all programs at amplitudes ranging from 0.3ma to 0.5ma and was not feeling stimulation. The patient used to feel stimulation on the right side of their vagina or down their leg. The patient denied any falls or traumas but mentioned that ever since they had pelvic floor botox about 2 months ago they had experienced urinary retention. The patient encountered the maximum settings reached message today for the first time. The patient saw their managing physician today and talked about the possibility of needing to have the device replaced but the doctor did not have the necessary equipment to check the implanted device and told the patient someone from the manufacturer would follow up with them. Emailed field staff regarding request. On 2026-mar-31, additional information was received from a manufacturer representative. The rep stated that the "issues with device" comment was referring to a stimulation output issue. The cause of the maximum settings message was determined to be impedances. The cause of the patient not feeling stimulation was determined to be the maximum settings message preventing the patient from increasing the stimulation to the sensory threshold. The patient would be undergoing a lead revision to resolve the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.